Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a low voltage pacing lead cardiac tissue became embedded in the helix. It was also reported that helix extension difficulties were observed during placement attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no tissue on the helix was present at time of analysis. If information is provided in the future, a supplemental report will be issued.